Event description:
During evaluation of a returned spectrum iq pump, the device repeatedly displayed a downstream occlusion error. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device repeatedly displayed a downstream occlusion error. A review of the event history log revealed multiple downstream occlusions. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified as downstream sensor calibration values to be out of specification, and the downstream tubing guide is chipped. The downstream tubing guide will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.